Event description:
The pt underwent a insertion of dual-lumen left subclavian port-a-cath on 6/7/1999. While traveling to another state recently, the pt apparently experienced some rapid heart rate. Eval on 7/1/1999 identified a fractured, disconnected port-a-cath catheter. On 7/7/1999 the fractured port-a-cath was removed in day surgery and a new port-a-cath inserted.